Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. While prepping the 2.75x28mm liberte bare stent to treat the moderately tortuous, proximal left anterior descending artery (lad), it was noticed that stent was damaged. The device did not enter the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent damage occurred. While prepping the 2.75x28mm liberte bare stent to treat the moderately tortuous, proximal left anterior descending artery (lad), it was noticed that stent was damaged. The device did not enter the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the crimped stent was pulled distally on the balloon. A detailed examination of the stent found that the proximal edge of the stent was lifted. The proximal edge of the stent was positioned approximately 3.5mm distal to the distal edge of the proximal markerband. The stent was also bunched up at 3.5mm proximal to the distal edge of the stent. An examination of the delivery device found no indications that the balloon had been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).